Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pericardial effusion and perforation. It was noted the right ventricular (rv) lead had displaced and there were high thresholds and undersensing/ non sensing. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.